Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from a customer site that when the customer pushed the out/down button on the left side gantry panel to move the table and removed his finger from the button, the table kept moving out then to the downward limit. The philips field service engineer determined that the cause was from the out/down button sticking on the left side gantry panel.